Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information from the customer reported the leak was found during reprocessing. The previous procedures were completed without issue. No procedures were affected.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to update UDI. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that due to the clogging of the balloon channel, foreign material came out from the distal end and blood residue was found in the balloon channel. It is likely that this event occurred due to insufficient cleaning. The event can be prevented by following the instructions for use (IFU) which state: "after using this instrument, reprocess and store it according to the instructions given in the endoscope¿s companion reprocessing manual. Improper and/or incomplete reprocessing or storage can pose an infection control risk, cause equipment damage, or reduce performance." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation found the complaint was confirmed and water tightness was lost due to a crack on the plug unit, pinhole on the bending section cover, and pinhole of the instrument tube. In addition, evaluation found the acoustic lens was damaged and the bending angle in the up direction did not meet standard value due to wear of the angle wire. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the working channel of the evis eus ultrasound bronchofibervideoscope was leaking. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there were foreign objects coming out of the distal end due to clogging of the working channel and residues of blood were found inside the balloon channel. The report is being submitted due to foreign material in the working channel and balloon channel found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's updated investigation and information provided from diligence attempts. It is likely the foreign material remained in the device because reprocessing steps were not fully performed at the user facility due to the discovered leak. The customer feared water entering the device during reprocessing. Olympus will continue to monitor field performance for this device.